Event description:
(B)(4). Also weight gain and bloating.

Event description:
(B)(4). Was strongly recommended by my gyno after my 3rd child, now I'm having so many problems and can't seem to be able to find anyone to help me. I have constant lower abdomen pain, very heavy periods, painful intercourse, depression, terrible lower back pain, and more common headaches that put me down for hours. So desperately want these out, when I told my doctor, who had never heard of them, she looked at me like I was crazy. I know these are what causing my problems, just need someone to believe me.

Event description:
(B)(4). The problems continued and resulted in me having a total hysterectomy on (B)(6) at the age of (B)(6). Since having the coils removed, I already feel so much better! I'm still sore from surgery but I no longer have back pain and haven't had a headache since surgery!